Event description:
Device issue: none. Adverse event: restenosis/myocardial infarction. Onset of the adverse event: post procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated right coronary artery saphenous vein graft (svg) with one xience v stent and the predilated first obtuse marginal artery with another xience v stent. The xience v stent in the svg was implanted to treat in-stent restenosis just beyond the graft insertion site in the right coronary artery. The indication for the xience v stent in the first obtuse marginal was for a de novo lesion just beyond the graft insertion site. On (B) (6) 2010, the pt was admitted to the hosp with chest pain, had elevated troponin levels, was diagnosed with a non st segment elevation myocardial infarction, and had a diagnostic coronary angiography that showed 90% in-stent restenosis in the svg and 90% ostial stenosis in svg. The pt underwent percutaneous coronary intervention with two drug eluting stents in the svg on (B) (6) 2010 and was discharged on (B) (6) 2010. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4): eval summary: in this case there was no reported product deficiency. Angina, elevated enzymes, myocardial infarction (mi), stenosis, and hospitalization are recognized as no fault complications in the no fault risk assessment. It is likely that the treatment of the reported pt effects required hospitalization. Additionally, angina, mi, and stenosis are listed as known adverse events of coronary stenting in the IFU. Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to MFR or design. It was reported that, in the index procedure, the xience v stent was intended to treat a re-stenosed stent in the saphenous vein graft. It should be noted that the xience v IFU states: "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25mm" as well as "safety and effectiveness of the xience v stent have not been established for subject populations with the following clinical settings: lesions located in saphenous vein grafts and in-stent restenosis." In this case, it is unk whether the reported off label uses contributed to the reported pt effects.